Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the lead was returned with no reported event. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection found two internal insulation abrasions breaching all cable lumens, inner coil lumen and exposing the inner coil with intact etfe coating of all the cables proximal to superior vena cava shock coil and in between superior vena cava and right ventricular shock coil.

Event description:
This report is to advise of an event observed during analysis.